Manufacturer narrative:
Continuation of medical products: 4076 lead, implanted: (B)(6) 2011; dtbb1d1 ICD, (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an impedance warning alert for high and undefined superior vena cava (svc) impedance. The lead was reprogrammed off. No patient complications have been reported as a result of this event.